Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced. However, the device failed to cross the lesion. The device was removed and found out that the stent was deformed. The procedure was completed with different device. No patient complications were reported. The patient condition was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a left anterior descending artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced. However, the device failed to cross the lesion. The device was removed and found out that the stent was deformed. The procedure was completed with different device. No patient complications were reported. The patient condition was stable.